Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient's shoulder was revised approximately 3 years 5 months post op. It was revised from anatomic to reverse. Reason for the revision was due to infection.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. H6: corrected investigation clinical codes.